Event description:
It was reported that this right atrial (ra) lead exhibited spikes in pace impedance measurements of greater than 3,000 ohms, then returning back to normal range. It was noted this occurred over the past year. Technical services (ts) discussed reasons for this and noted the sensing looked ok. No noise was observed and ts recommended continuing to monitor at this time. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).